Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 2.75 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first distal stent strut. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 5.2cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle and distal of left anterior descending artery. A 16 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and it was found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle and distal of left anterior descending artery. A 16 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, the device could not cross the lesion and it was found that the stent strut was lifted.the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.